Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The system performed as intended and the issue could not be duplicated. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess) procedure, there was an alleged inaccuracy. Registration was completed with the navigation system and there were no issues initially. However, there were tracking issues (which was later found due to the mayo stand being too close to the emitter) and the site decided to re-register after draping the patient. The registration accuracy was limited due to access to skin. Trace pattern did not include upper portions of the forehead which limited accuracy further in the sinuses. The case was completed despite the issue. There was a reported delay of 10 minutes due to this issue and no impact on the patient outcome.

Manufacturer narrative:
Additional information: patient demographics provided.